Event description:
It was reported that pump touchscreen was often unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and no further information or action was obtained or taken by technical support.